Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump would not accept any batteries that the customer inserted. Customer's blood glucose was 6.7 mmol/l. Device alarmed a failed battery test alarm. Customer was advised to clean the battery compartment and insert a new battery. Customer was advised to monitor the blood glucose. Customer will not be returning the device for analysis.